Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began on (B)(6) 2020. It was reported that the trial patient was receiving an error on the programmer. The patient mentioned the tape on their back hurt so, they removed part of it causing the leads to come out a little bit. Then the patient's husband cut the leads thinking they were part of the bandage and now the device is not working.